Event description:
Enve ventilator started to trigger non-patient initiated breaths causing the patient's respiratory rate to increase into the 40's and the tidal volume to decrease into 100mls. Therapist checked vent tubing for leaks or water in the tubing and nothing was seen or found. The problem continued to where the patient had to be sedated. When the problem continued the enve ventilator was switched to an avea ventilator and the problem resolved. The avea vent was sent to biomedical engineering for their inspection.